Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 38 mg/dl which was due to customer delivering a bolus via pump. Low bg level addressed with juice. Customer performed pump reset and cleared malfunction.